Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During incoming inspection of the device, our foreign consignee observed that the gas bottle was empty upon checking the gas level. No other details regarding the nature of the event were provided. Since the event occurred during incoming inspection of the device, there was no patient involvement during this event.